Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone that her infusion set cannula was bending and causing no delivery alarms on the insulin pump. The customer also stated however that her insulin pump did not alarm no delivery two days previously when a cannula was bent, and that her blood glucose value rose to 600 mg/dl. The customer added that she used manual injections to treat herself, and that a complete set change resolved the issue. The customer was advised on proper infusion set use, and to call when the issues recurred.